Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The lead was discarded during the procedure as it was not possible to find a position with acceptable sensing values despite several attempts. A new lead was used. The patient was in stable condition.